Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient who has been unable to insert a cleo 90 infusion set due to not sticking adhesives. The patient's blood glucose level elevated to 296mg/dl and a manual injection was utilized to correct. The patient's condition is unknown at this time. Please reference MDR#s: 2183502-2016-01589 2183502-2016-01590, 2183502-2016-01591, 2183502-2016-01592, 2183502-2016-01593, 2183502-2016-01595, 2183502-2016-01596, 2183502-2016-01597, 2183502-2016-01598, 2183502-2016-01599. That are also associated with this complaint.